Event description:
Reporter indicated that vns pt was experiencing pain with stimulation at the generator site. Treating neurologist indicated that device diagnostic testing was within normal limits, indicating proper device function. X-rays reviewed by treating neurologist did not reveal any abnormalities or discontinuities in the vns therapy system. Review of x-rays by manufacturer revealed that the lead electrodes were implanted in the left neck at c7 with one visible tie down used to secure the device. The generator is implanted in the left chest. There are no visible gross lead discontinuities or acute angles along the lead, though the entirety of the lead could not be seen as some of it was behind the generator, the lead connector pin does not appear to be fully inserted past the generator connector block. Feedthroughs are intact with the lead wire intact at the connector pin. Treating neurologist reportedly adjusted device settings, but this did not alleviate the pt's pain, so the pt's device was programmed to off. It was reported that the pt experienced a fall approximately one week post-implant and that this fall may have caused an intermittent lead/generator connection. Revision surgery is likely, but is not scheduled at this time. Treating neurologist plans to repeat device diagnostic testing with the pt in varying positions to determine whether an intermittant generator/lead connection is present.